Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 605 mg/dl. The customer experienced nausea as a result of high blood glucose level. The customer did not report any treatment for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.